Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs found a single occurrence of system fault 218 and a single occurrence of system 74. Based on the evaluation results and previous investigations of similar complaints, it was determined that the device faults were due to an isolated software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218). There was no patient injury reported as a result of this incident.